Manufacturer narrative:
Analysis was able to confirm the broken knob; the upper case was broken and the encoder was pushed inside the epg. Analysis also noted that a capacitor was damaged on the printed circuit board (pcb), the upper case was broken, on knob was missing, the lower case was broken, the main world is damaged, the out put connector assembly is broken, the display wires were pinched without compromised insulation, and two case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken knob. The epg was returned for service. Additionally, there was a request for preventative maintenace. There was no patient involvement.